Manufacturer narrative:
H3: analysis of the catheter revealed coring down in the seal / cup of the sutureless connector, that had possibly caused occlusion; was not mis-aligned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709sc, lot# n319058003, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient underwent a successful catheter replacement on (B)(6) 2019. It was noted that the physician remarked that he did not see any abnormalities with the old catheter and that it appeared to still be intrathecal. The catheter was returned to the manufacturer.

Manufacturer narrative:
Continuation of concomitant products: product ID 8709sc, lot# n319058003, implanted: (B)(6)2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The cause of the inability to aspirate from the catheter was unknown. The surgery to replace the catheter had not been scheduled and the issue was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 7.5mg/ml morphine at 0.0020mg/hr via an implantable infusion pump for an unknown indication for use. It was reported that the hcp was unable to aspirate the catheter from the catheter access port. No factors that would have led to the issue were known. A rotor study was performed and the motor looks normal. The plan was to perform a catheter revision/replacement. The revision/replacement had not been scheduled at this time. The patient's pump was turned to minimum rate. The issue was not resolved at the time of the report. The patient's status at the time of the report was "alive-no injury." No further complications were reported.